Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% de novo lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The physician advanced a 15mm x 1.5mm maverick 2 mr balloon to the lesion for pre-dilatation and inflated the balloon without difficulty. Upon the second inflation to 18atms, the balloon burst. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).